Event description:
It was reported that the noise problem was noted. The clinician decreased the atrial max sensitivity and could still reproduce the noise. The device was still implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents as enhancement to the reporting criteria going forward.